Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3986ilc, lot# n25278, implanted: (B)(6) 2001, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his electrodes were originally on his spine, but later there was a ¿wire issue¿ and the healthcare provider (hcp) changed the lead and put a ¿plate¿ in his neck. No further complications were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there was no lead or wire revision. It was noted that this conflicted with earlier information. There were no reported complications and no further complications were expected.